Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 500mg/dl, 50mg/dl, 31mg/dl. Tests were done within <10 mins with a difference of 143%. Pt did not experience any adverse events. No further info has been reported.